Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens implant procedure there was no ultrasound while grooving quadrants. The cassette and tip were exchanged with no resolution to the issue. The customer then restarted the system, this did not resolve the issue. The handpiece was exchanged which allowed the completion of the procedure. There was no harm to the patient. Additional information was requested and received. This is one of two reports being filed for this facility.

Manufacturer narrative:
The customer reported that the system had no ultrasound during a procedure. The handpiece was exchanged and surgery was completed. There was no patient harm. The company service representative examined the system and was not able to confirm or replicate the reported event. The company service representative did, however, find that the associated phaco handpiece was nonconforming. The system was then tested and met all product specifications. The system was manufactured on february 11, 2016. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported events cannot be determined conclusively. The handpiece was examined and was determined to have been non-conforming. The handpiece was subsequently replaced and returned for evaluation. The system and handpiece (replacement) were tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The handpiece was manufactured on september 6, 2016. Based on qa assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned sample found no visual nonconformities. The handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications. The handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).